Manufacturer narrative:
Initial information provided by distributor. Update pending after investigation (B)(4).

Event description:
Post-op, it was noted the patient had a combination of a burn injury and abrasion on her cheeks. There was no sign of pressure on the forehead or chin. The patient was elderly and the procedure was 5 hours.